Manufacturer narrative:
Lab analysis: based on the device analysis grid, the assessments of the complaint codes are: rupture: observed an opening assessed as unidentified (tear) opening and a missing piece of shell assessed as inconclusive. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: b5, d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported left side rupture and "broken". The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and "broken". The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Event description:
Healthcare professional reported right side rupture and "broken". The device has been explanted and replaced with another manufacturer's device.